Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports that the distraction screw broke off in the pt's bone. Seeking add'l info. Neuro coordinator reported via telephone that the screw broke in half at the division. The broken piece was discarded. X-ray was taken to document seated screw/position. She will notify me re: physician's disclosure of the screw to the pt and MRI issues.